Manufacturer narrative:
The device was not evaluated due to it was not returned for investigation.

Event description:
It was reported when the dressing was taken off the wound the dressing opened open the wound and it started bleeding.